Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During evaluation of the device at the manufacturer's service center, "service required" codes were found int he ventilator's downloaded error log. The device's power management board was replaced to address these issues.